Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the inner blade of the 3.5mm abrader broke. All the pieces were removed. The procedure was successfully completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The inner blade is broken, the break is not a clean break, there is debris and abraded metal both above and below the break. A review of the customer provided image finds the complaint device with the fractured inner shaft circled. Per case details, the inner blade of the abrader broke. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. It was communicated that all pieces were removed, however the method of removal was not provided. The procedure was completed using a backup device without a surgical delay. The patient impact beyond the reported is not anticipated as ¿all pieces were removed.¿ therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include excessive side loading or an impact event to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.